Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "cs was put into the baseplate,but did not seem to seat all the way down, while removing the insert the wire broke. A new insert was used and it seated fine."